Event description:
The lay user/pt called lifescan (lfs) in 05 and alleged that his meter was reading inaccurately high. The medical specialist spoke to the patient three days later and obtained/verified the following information. The pt stated that she visited her physician for a routine appointment. The physician told the pt that her blood glucose was high, but she does not remember the result. She did not recall the result obtained prior to the office visit. She did not receive any treatment, although the notes originally stated that the pt was given insulin. The pt stated that she is currently on oral medication. She was taking insulin some time back, but it was discontinued due to increased hypoglycemic episodes. The pt reported that the following day she had a result of 19.7 mmol/l. She felt light-headed at the time so she lied down to rest. Had she known her blood glucose was higher she would have contacted her physician. The meter was previously set to the correct unit of measurement and she had not made any changes. This complaint is being reported as an adverse event because the meter was set incorrectly causing the patient to underestimate her blood glucose levels (19.7 mmol/l coverted is 355 mg/dl and in the presence of symptoms is considered a serious injury) and thus she may have delayed seeking medical attention for hyperglycemia with symptoms.